Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency (rf) head cable was frayed. The rf head will be returned for repair. No patient complications were reported as a result of this event.